Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not close, the track was broken and ball bearings fell out. A field service engineer (fse) replaced the full height drawer 2 rail and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was down and drawer would not close. The drawer had come off its track, and the rear rail was protruding. Additionally, ball bearings had fallen out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.